Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's baseline weight was (B)(6) lbs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving hydromorphone 3mg/ml for a total dose of 0.4993mg/day, bupivacaine 30mg/ml for a total dose of 4.993mg/day, and clonidine 300mcg/ml for a total dose of 49.93mcg/day via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 device interrogation/review of pump logs revealed a pump motor stall on (B)(6) 2017 at 12:46 with recovery on (B)(6) 2017 at 13:52. The device logs also revealed a pump motor stall on (B)(6) 2017 at 14:02 with a motor stall recovery on (B)(6) 2017 at 19:29. The (suspected) cause was not documented. No action was taken. The outcome of the event resolved without sequelae on (B)(6) 2017. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was noted as (B)(6) 2017. No further complications were reported/anticipated.